Event description:
Expiration 11-30-2027. During surgical procedure, bipolar device (vessel sealer extend) stopped working. Device unplugged from console and removed from surgical field. Console power button and the light indicating device plugged in turned red. Power to console shut off, rebooted. New device plugged into console. Console did not recognize device. Intuitive dv stat emergency number called. Representative suggested same troubleshooting steps. No further action suggested. Representative put in ticket for field engineer in person support. Console shut off a second time for approx 5 minutes to reboot. New (2nd) device plugged into console and was recognized. Second device worked for remainder of case without incident. [Redacted] notified. First device secured and given to supply coordinator.